Event description:
Treatment of an aneurysm. It was reported that the coil could not be detached with the instant detacher or via manual method (which is an alternate detachment method stated in the IFU). No patient injury reported.

Manufacturer narrative:
The device was returned with the implant coil still attached to the pusher assembly. It was evaluated and the implant coil detached normally with an in-house instant detacher. (B)(4).